Event description:
During a follow-up relative to the subject lead, several episodes of noise were stored within the ICD memory. Provocative maneuvers could not recreate the noise episodes. All other tests were normal; rv lead impedance 563 ohms and continuity was normal. A reintervention was performed to replace the ICD (ovatio ver-sn (B)(4)) and lead. The lead remains in-situ.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was mfg and used outside the united states. Analysis is pending.